Event description:
It was reported that there was a pump problem. The healthcare provider (hcp) ¿mentioned something about flow rate accuracy¿ to the reporter, and reportedly may want to do a roller study. The pump system was being used to infuse an unknown drug. No pump medications, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the pump was refilled on (B)(6) 2014 there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 15 ml and erv: 8.4 ml. On (B)(6) 2014, a catheter evaluation and motor study were done and nothing was found to be defective. It was believed that the volume discrepancy was due to input error, but the cause of the event was undetermined. The patient experienced increase pain. It was noted that the patient has had consistent relief with the therapy. The patient recovered without permanent impairment. The pump was used to infuse morphine and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).